Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant of the implantable pulse generator (ipg) system that the right atrial (ra) lead exhibited high thresholds with no capture at maximum thresholds and undersensing with no p wave sensing in both bipolar and unipolar configurations. The ra lead remains in use. No patient complications have been reported as a result of this event.